Manufacturer narrative:
(B)(4). Concomitant medical products: 183004 vanguard cr ilok fem-rt 60 lot 638930, ep-183424 e1 vngd cr tib brg 63/67x14 lot 923900, 11-150826 bmet arcom ap pat w/wire 31mm lot 615880, 402282 cobalt hv bone cement 40g lot 030820. Reported event was confirmed by review of medical records. Revision operative notes indicate that the surgeon noted evidence of a small joint effusion following the initial procedure. The operative notes indicated elevated white blood cell count indicating infection. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 -01295, 0001825034 - 2018 -01296, 0001825034 - 2018 -012974.

Event description:
It was reported the patient had an infection post-primary right knee implantation. The fluid was drained. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Revision operative notes indicate that the surgeon noted evidence of a small joint effusion following the initial procedure. The operative notes indicated elevated white blood cell count, but infection could not be confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.